Manufacturer narrative:
Corrections made to correct the device information, and update the manufacturing site. The previously reported device information was incorrect. Based on the information, the previously reported device had not yet been implanted at the time of the event. (B)(4). The manufacturing site ID was previously reported as #3004209178. Upon further review, the correct manufacturing site ID is #3007566237.

Event description:
Attorney alleges that on (B)(6) 2010 this patient was hospitalized as he experienced numbness in his extremities. At that time the patient underwent diagnostic testing which included a computerized tomography (CT) scan with and without contrast and myelograms. In addition, during the hospitalization the pump reportedly malfunctioned and was believed to have administered a bolus of medication causing permanent and continuing injury. In addition, the patient allegedly experienced physical pain and suffering, mental anguish, and emotional distress. It was not provided what medication this device system delivered at the time of the event.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot# l61564, implanted: (B)(6) 1999, product type catheter. (B)(4).